Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of large tear in the pumping segment was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment. Examination under magnification showed no crush marks to the upper fitment. Functional and pressure testing confirmed leaking from the tear. The cause of the leak was a tear in the silicone segment. The root cause of the tear is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while a pump was infusing diltiazem, a large tear with a leak in the pumping segment occurred. There was no patient harm.